Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿other¿ which was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty generator board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
It was reported to olympus by a field service engineer (fse) that an hf unit (generator) had an e433 error. The reported issue occurred during restart of the device during reprocessing before procedure. The patient was not under anesthesia. The facility finished the procedure with another one. The intended procedure is plasma electrosurgery. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
E1: no.72: (B)(6). The device was returned to olympus for evaluation and repair. During the device evaluation, it was confirmed that the e433 was reported due to defective generator board. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.